Event description:
It was reported that during a laparoscopic esophagectomy, an error occurred frequently at the beginning of operation. It was found that the blade cracked in about 30 minutes. The device brought out from the patient, the blade was broken off outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. Device not returned.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.